Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and perforation abutting an organ. The patient reported becoming aware of the event(s) approximately twelve years and five months post implant. The patient also reported anxiety related to the filter. According to the interventional radiology progress note the indication for the filter implant was a history of saddle pulmonary embolus on coumadin and needed reversal for major abdominal surgery. In additional the patient had no intravenous access and needed a triple lumen catheter (tlc). The filter and the tlc were both placed in good position via the right neck. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and perforation abutting an organ. Per the implant records, the patient was reported to have a history of deep vein thrombosis (dvt) and saddle pulmonary embolus (pe) on coumadin. The filter was indicated for reversal of anticoagulation for major abdominal surgery. The patient underwent an inferior vena cava (ivc) cava gram; the ivc measured 26mm. The trapease filter was placed infrarenal using a right neck approach. The patient also underwent placement of a triple lumen catheter (tlc). Good position of both the ivc filter and the tlc was noted in the operative report. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and five months after the filter implantation. The patient reports perforation of filter struts outside the ivc, perforation abutting an adjacent organ and further experienced anxiety related to the filter.